Event description:
During the banding procedure, a cook 6 shooter saeed multi-band ligator was used. The first band prematurely deployed and was loose within rectal area, which was then sucked up by the endoscope. The physician removed the endoscope with the bander attached in attempt to dislodge the loose band by lightly tapping the end on a chucks pad. At that time, a second band dropped from the end of the bander onto the chucks pad. The physician re-entered the rectal area with bander and successfully banded 3 hemorrhoids. The banding was not successfully as the firing wheel continued to turn without a "pop" feel. When they looked at the bander upon removal from the rectum, the side attachments (trigger cords) were not attached on either side. Other than the deployed bands, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: during the laboratory evaluation the report could not be confirmed. Only the handle and trigger cord were returned and the lack of bands and barrel prohibited a complete investigation. The beads on the trigger cord were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess material. The length of the trigger cord was measured and within tolerance. The trigger cord was intact and not broken. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because of all the device components, particularly the bands and barrel, were not included in the return. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord adn preventing proper band deployment. Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal endoscope. This can restrict cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.